Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the wake button was delayed in responding to touch. Additionally, it was reported that the pump touchscreen timed off sooner than expected. Customer¿s blood glucose was 128 mg/dl. Customer reverted to an alternate method of insulin therapy.